Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had air/water flow system issues. There were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation and found a missing piece / chip / parts fell on probe unit, and the acoustic lens had a chip. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. In addition to the reported in b5, the device evaluation found the following: due to wear of the lock engagement lever, the up/down knob could not be locked securely, the ceiling plate-plate was deformed, the suction cylinder had discoloration, the suction cylinder had corrosion, the grip had a scratch, the scope body had a crack, the forceps channel port was dirty, the plate unit had corrosion due to water leakage, the base plate had corrosion due to water leakage, due to deformation of scope connector the water tightness was lost, the adhesive around the objective lens had wear, the adhesive around the light guide lens had wear, the light guide lens had a chip, the adhesive on the bending section cover rubber had wear, the connecting tube had coating peeling, due to wear of the angle wire the bending angle in the up/down/right directions did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the universal cord had buckling, and the universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.